Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep). It was indicated that the patient was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the system was not acting normal, the patient had been experiencing occasional vaginal pain. The patient noted that they were on a boat and had been caught in a lightning storm. The patient stated that their system was going crazy during that time. The patient noted that it would intermittently send strong stimulation that they would feel in their vagina and down the leg. It was indicated that the electrode impedances were within normal limits and that the therapy impedance was normal. The programs were changed and the patient stated that they felt comfortable stimulation in the vagina at 1.6 ma, they no longer felt pain. It was indicated that the issue was resolved at the time of report. No further complications were reported or were expected.